Event description:
Customer reported that erroneous sodium and chloride results were generated by the synchron lx20 pro system. The erroneous results were reported out of the laboratory. The samples were retested and yielded results within expectations. The results were amended and reissued. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the flow cell, carbon bridge, all electrodes, the electrolyte injector cup and reagents. The fse rebuilt the ratio pump. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of five (5) medwatch reports being submitted as the customer reported five separate patient events for this malfunction. Please reference the medwatch numbers below for all associated events. MDR# 2050012-2011-04523, 2050012-2011-04524, 2050012-2011-04525, 2050012-2011-04526, 2050012-2011-04527, 2050012-2011-04528. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.